Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated the outer insulation of the lead developed a breach due to a depression while in vivo. The lv2/proximal conductor was fractured in-vivo not in the anchoring sleeve area. The lv1/distal conductor was fractured in-vivo not in the anchoring sleeve area. Continuation of d10: 5086mri45 lead implanted (B)(6) 2014. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead "broke" and exhibited high thresholds. It was further noted that during the ste rnotomy extraction procedure, the patient experienced a perforation from the lead with pericardial effusion and cardiopulmonary collapse. Cardioplegia arrest was administered and the patient's chest was cracked upon to repair the holes and the lead was explanted and replaced with an epicardial lead. Cardiopulmonary resuscitation and bypass were also performed as well as a massive blood transfusion protocol. The patient was intubated and sent to the intensive care unit. No further patient complications have been reported as a result of this event.